Event description:
Caller reported cartridge alarm 20 with consecutive cartridges. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Cts confirmed the issue and decided to replace the pump while providing training and advising the caller on steps to store the pump before return. A replacement pump with updated software will be sent, and the customer will use mdi as backup therapy to ensure insulin delivery is not interrupted. The customer understood and acknowledged all instructions provided.